Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4). As lot # 16093954l was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Non-bwi products used: product name: st. Jude ensite navx mapping system, catalog #: unknown, serial #: unknown; product name: st. Jude catheter, catalog #: unknown, lot #: unknown. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received both of the devices for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial fibrillation procedure with a thermocool sf bi-directional catheter and char was noted upon removing the catheter from patient¿s body. The bwi failure analysis lab received the devices for evaluation. The first device was visually inspected upon receipt and it was found in normal conditions. No char was observed. Therefore the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The second device was also visually inspected upon receipt and it was found in normal conditions. No char was observed. Therefore the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) for both of the products was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® sf bi-directional catheter and char was noted upon removing the catheter from patient¿s body. There was no patient consequence. The physician chose to complete the case by changing the catheter to a st. Jude medical catheter. Settings during the event include: temperature at 38 degrees and irrigation flow of 2 ml/min to 15 ml/min. Per 21 cfr, part 803, this complaint is reportable.